Manufacturer narrative:
This MDR is submitted retrospectively following an internal review and updated best practices in the reporting criteria. The user reported discrepancies between bg and sg readings. Escalation analysis indicated that the sensor data was last synced on 02 june 2025, but prior data indicated that the system was working within expectations. The system did not show any concerns about the health of the sensor. Customer care recommended the user to continue using the system, and reach out if they had any additional concerns. However, further follow-up with the user was not possible as the user remained unresponsive to multiple communication attempts, and the information could not be relayed. As per the data management system (dms) review, the system remained in active use with up-to-date information.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from blood glucometer measurements. No injury or medical intervention was reported.